Event description:
A nurse reported that the system switched to the settings from another surgeon by itself before surgery. There was no patient involvement. Additional information has been requested, but not received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).